Event description:
Forty-seven-year-old female had right breast removed in 1986 due to cancer of breast. Also had left breast tissue removed at same time. Had silicone implants placed. Has developed "multiple symptomatology referrable to silicone inflammatory disease." Left implant found ruptured, was removed; right intact.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.